Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v found blood visible in the guide wire lumen and on the balloon, and contrast in the inflation lumen, which is consistent with preparation and the stent delivery system (sds) advanced over a guide wire into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers. The first two rows of proximal struts were mangled, confirming the reported damage. The tip length and stent outer diameters were measured and met manufacturing criteria. An attempt was made to advance the sds through a new guiding catheter however it would not advance due to the damaged struts. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna. Guide wire: runthrough. Guide catheter: heartrail 6f. Stent: xience v. The device was received. Investigation is not yet complete.

Event description:
It was reported that the lesion site is located in the mid to proximal left anterior descending artery. The lesion site is characterized as being moderately tortuous and calcified with 90% stenosis. The 3.0 x 28 mm xience v stent delivery system (sds) was advanced to the lesion but failed to cross. The sds was therefore withdrawn when resistance was felt around the tip of the guide catheter. Upon removal the proximal edge of the stent struts were found to be flared. No patient effects were reported. No additional information was provided.